Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the trunk cable. The root cause for the open wire was excessive force. No adverse events occurred from the defective electrode belt. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged case) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt and displayed a service code 204 (belt/monitor unusable). The monitor's electrode belt receptacle was broken free from the monitor enclosure, damaging wires within the receptacle. The root cause for the damaged receptacle was excessive force. No adverse events occurred from the defective monitor. Mfg dates: electrode belt sn (B)(4) - 3/21/2016, monitor sn (B)(4) - 7/17/2013.

Event description:
A us distributor reported that a patient was experiencing check belt messages and their monitor's case was damaged.